Event description:
It was reported that the patient experienced ineffective stimulation. The patient also had symptoms of shocking sensations, pain and neck immobility whether the stimulation was on or off. X-rays confirmed her leads had migrated out of the occipital region and into her neck which the physician assessed as contributing to the inadequate stimulation. Therefore, the patient underwent an explant procedure wherein the implantable pulse generator (ipg) and leads were explanted. The explanted devices will not be returned as they were disposed by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 5029209; product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(4), batch: 371184.